Manufacturer narrative:
A video was received for evaluation following biosense webster's procedures. According to video provided by the customer, the tip was observed not deflected when the piston is up. The customer complaint was confirmed based on the video received. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken inside the tip. The root cause of the pebax damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31103962l, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-oct-2023, there was a hole and reddish material in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 24-oct-2023.